Event description:
It was reported that the adhesive was not secure. The cannula dislodged and only a small piece of the cannula was still inserted in the infusion site. The pod was worn between 5 and 24 hours on the arm. The patient was able to apply a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and only a small piece was still inserted. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.